Event description:
Imp ref# (B)(4).

Manufacturer narrative:
The technician found the side rail latch is bent and the latch screw and nut are missing. The technician replaced the side rail latch, screw and nut to resolve the issue.